Manufacturer narrative:
The patient complained that the sensor, which he thought was inserted during the insertion procedure on (B)(6) 2024, was not actually inserted. According to the information that was received by senseonics, the hcp followed standard insertion procedure and believed the procedure went successfully. The patient later did not feel the presence of the sensor and went back to the hcp who performed an x-ray. During x-ray, no sensor was found. The hcp and the assistant confirmed that the sensor was in-fact loaded inside the insertion tool, but during the insertion procedure, the sensor probably remained inside the insertion tool, but was unnoticed by the hcp.senseonics requested the hcp to return the insertion tools and the sensor holder for further investigation. But since the hcp believed that the sensor was inserted successfully, thus discarded the insertion tool as it is for a one-time use. No lot number was provided by the hcp to perform a device history record (DHR) review.a return material authorization (RMA) was authorized to offer the patient a sensor replacement. The hcp performed another insertion procedure and inserted the new sensor successfully. Since no materials were available for investigation, no further evaluation was possible for this complaint.

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because during the initial insertion procedure, the sensor got stuck in the insertion tool and was not inserted. The initial insertion procedure happened on (B)(6) 2024 and initially it was thought that sensor was inserted. But the sensor could not be found during an x-ray and as a result, another insertion procedure was performed to insert a new sensor.